Event description:
It was reported that the patient experienced phrenic nerve stimulation. The right atrial (ra) lead was adjusted to provide more slack. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.